Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation h3 other text : device not returned

Event description:
It was reported the patient's left hip was revised due to pain and instability. An alumina liner and head, and neck were revised to a poly liner and another femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "on (B)(6) 2003 the patient underwent a pressfit ceramic on ceramic osteonics tha. He apparently did quite well until a few years ago when the hip began to squeak. Over the past year the squeaking increased and began associated with a painful clunk. The pain had increased to point where the patient who is very active could no longer walk for exercise and needed a cane for ambulation. The surgeon also noted a distinct limp with a lurch. The surgeon also noted no obvious wear or loosening on the x-rays obtained that day. It is confirmed that the patient had a mechanical issue in the tha that was implanted in 2003. No documentation was provided to confirm that a revision surgery was performed. However, in the surgeon's office note he did state that this was his plan. The root cause of this tha mechanical issue cannot be established with the documentation provided. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised due to pain and instability. An alumina liner and head, and neck were revised to a poly liner and another femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.